Manufacturer narrative:
The biomedical engineer reported this complaint to gehc technical support. The resolution is unknown. No report of patient involvement. The biomedical engineer reported this complaint to gehc technical support. The resolution is unknown.

Event description:
The hospital reported the unit was over delivering tidal volume. There was no report of patient involvement.